Event description:
Pt undergoing hydro-therm ablation for endometriosis. Procedure aborted when device failed to reach required water temperature of 80. Sales rep was present and attempted some adjustments to no avail.